Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Hello, I am taking the liberty of contacting you because we are a pharmacy and one of our patients has noticed a problem with the bd microfine 4mm needles (cnk 3247-293). Indeed, her nurse has opened, in total, three boxes of these needles and systematically notices the same problem: she needs 7 to 8 test needles before finding one that allows the injection (with novomix flexpen), the others always seem to be "clogged"? Here is the lot number = 3304344. Have you noticed a problem with this batch number? What can be done to help him? Thank you in advance for your help, nice day dear team, please see claim below which occurred in belgium. No picture attached, but lot mentioned.